Event description:
On (B)(6) 2008, the plaintiff was implanted with a miniarc sling with the intention of treating stress urinary incontinence and pelvic organ prolapse. It was alleged that, "after, and as a result of the implantation" the plaintiff "suffered serious bodily injuries, including but not limited to, infection, extreme pain, urinary problems, bleeding, leg numbness and other injuries. The plaintiff underwent revision surgery in (B)(6) 2012." It was also alleged the plaintiff "has experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment, has sustained permanent injury" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.